Event description:
Staff member believes the pt's blood possibly seeped through the gloves. Blood borne pathogen exposure: tech noted liquid under glove and was double gloved for case. Tech saw hole in top layer of gloves verified with normal saline injection. Pt scrubbed hands with chlorhexidine which made fingers burn; not aware of needle stick during case; no site of puncture on finger.

Manufacturer narrative:
Manufacturing results: reviewed all batch documentation related to the lot number and no issues were highlighted during production. Performed watered leak testing on returned and retained samples and all were found to have no holes in the gloves. Molnlycke health care visited the facility and the gloves were being stored approx 2 feet below the lights, high on shelves and they were in plastic bins. Our gloves should be stored away from light/sunlight.